Manufacturer narrative:
The insulin pump had moisture damage on the electronics noted. The pump was received with a minor scratched display window, cracked battery tube threads, and a cracked reservoir tube lip.

Event description:
The customer reported via phone call that when she sweats or it is hot outside, the insulin pump screen gets really foggy. Customer stated that she noticed this issue 3 weeks ago and stated there is no damage that she can see on the pump. Customer stated that the fogginess will go away after an hour or two. Customer reported that there is fluid under the lcd display. Customer stated that the pump had dropped off the belt clip but it did not hit anything. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and to revert to a back-up plan.